Event description:
The arthroplasty was revised due to stiffness, instability, and pain. The components were implanted in situ for ~1 y. The tibial insert, tray, and femoral components were revised.

Manufacturer narrative:
An event regarding stiffness and instability involving a x3 triathlon cs insert #3 13mm was reported. The event was not confirmed. A photo provided for analysis of the x3 triathlon cs insert #3 13mm shows the superior and inferior surface of the insert. It appears to be some scratches along the inferior surface and along the edges of the insert likely due to explantation damage. Slight yellow discoloration noted on both surfaces likely due to synovial fluid. No further analysis can be obtained from the photo provided. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due to stiffness, instability, and pain. The components were implanted in situ for ~1 y. The tibial insert, tray, and femoral components were revised.

Manufacturer narrative:
Op report provided indicated stiffness and contracture of right knee but no reference to instability was made. Further information such as x-rays, clinical history and progress notes are needed for determining root cause.

Event description:
The arthroplasty was revised due to stiffness, instability, and pain. The components were implanted in situ for ~1 y. The tibial insert, tray, and femoral components were revised.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-300, lot awfo, description: tibial tray. Cat 5510-f-402, lot sjh9y, description: femoral condyle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.